Event description:
It was reported to philips by a customer that the unit's o2 manifold was leaking. Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury was reported. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the biomed stated the unit had a leaky o2 manifold. The biomed requested the part number for the o2 manifold from the rse. It is unknown if any parts or repair has been conducted in relation to the alleged complaint. Attempts to obtain further information are currently pending.

Manufacturer narrative:
Upon further investigation, the following has been reported that the issue occurred during testing. Therefore, this complaint no longer meets reportability requirements.